Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the tip of the scope was burnt. Based on the results of the investigation, the burnt tip is likely cause by improper handling of the device; however the root cause could not be conclusively determined. A device history review revealed no issues that could have caused or contributed to the reported event. The event can be detected/prevented by following the instructions for use which state: -instructions for use_ 99-1080_bg states: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects;" "keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active." ( page 4) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the repair scope autoclavable exhibited a burnt tip. There were no reports of patient involvement.